Manufacturer narrative:
Submit date: 8/4/2017. There are no further details available for this reported event. Should additional pertinent information become available, a supplemental report will be submitted.

Event description:
The customer reports the mahurkar hemodialysis catheter does not reach the desired flow and refluxes during the procedure. The guide wire locks into the needle, losing the vein. With an exchange performed, the problem persists. There was no patient injury.